Event description:
It was reported that during the balloon (subject device) assisted embolization of the target aneurysm, two coils were implanted. Following coils placement, imaging showed ¿a small clot formation at the neck of the aneurysm¿. The patient was fully heparinized at this time and was also given 600 mg of rectal aspirin. The thrombus was resolved without sequelae at the end of procedure. The procedure was successfully completed with complete aneurysm obliteration. The physician reported the event was related to the index procedure, implanted coils and comorbidity of ruptured aneurysm.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that during the balloon assisted embolization of the target aneurysm, the patient developed a thrombus formation. The patient was given medication (name and dosage unknown) to treat the complication. The thrombus was resolved without sequelae at the end of procedure. The procedure was successfully completed with a complete aneurysm obliteration. The physician reported the event was related to the implanted coils and the procedure, the physician did not relate the event to the subject device.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the balloon (subject device) assisted embolization of the target aneurysm, two coils were implanted. Following coils placement, imaging showed ¿a small clot formation at the neck of the aneurysm¿. The patient was fully heparinized at this time and was also given 600 mg of rectal aspirin. The thrombus was resolved without sequelae at the end of procedure. The procedure was successfully completed with complete aneurysm obliteration. The physician reported the event was related to the index procedure, implanted coils and comorbidity of ruptured aneurysm.